Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The clip which was used with the growing prosthesis came off after the op. The patient implanted growing prosthesis with clip on (B)(6) 2015. When the surgeon checked the x-ray for the elongation of the growing prosthesis planned on (B)(6) 2015, he noticed that the clip was came off. The clip was removed from the patient on (B)(6) 2015. When the patient underwent elongation ope on (B)(6) 2015, the clip did not came off. The clip was not deformed, and it was in the soft tissue. So, it takes a long time after the clip was came off.